Event description:
It was reported that a site's (B)(6) handheld device was not functioning properly. While the site was trying to set the time, they received a warning message stating that the battery was low and then the handheld turned off. The nurse who called in stated that whenever the physician tries to use the handheld, it will turn off if not plugged in. All the cables were checked and found to be secure but the power light would not stay on. A new power cord was sent to the site to see if this would resolve the issue. Good faith attempts to obtain additional info as well as obtain the power cord in question for product analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.